Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a siltex cpx3 800cc saline prosthesis. In addition to the development of a mrsa infection, deflation of the left breast was diagnosed by visual examination post procedure. As a result, an explant without replacement was performed on (B)(6) 2013.

Manufacturer narrative:
Additional information was received with the medwatch form on 5/4/2018. 1 month post op, the patient went to the emergency room for fluid build up and post operative complications. The patient continued to have discomfort several months post op and was told she would have to undergo explantation due to deflation and mrsa infection. After removal of the implants, the patient developed a non healing wound with chronic mrsa infection. The patient had to undergo grafting surgery and has wound dehiscence the patient is emotionally stressed, has negative body image, and feels like she does not look like a woman. She reports that she is not interested in having an intimate relationship because of how her body looks and does not feel like men would be interested in her because of her body's condition. The additional impacted product revealed from this additional information is being reported with a periodic summary report, as it is a gel implant that was inserted in on (B)(6) 2012. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/10/2018. The lot and catalog numbers were received, and the impacted product was able to identified. Primary breast augmentation with an 800cc mentor cpx 3 breast tissue expander with suturing tabs. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 6610454 was reviewed on 4/10/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).